Manufacturer narrative:
Device evaluated by MFR.: unit returned in a generic plastic bag. Unit returned with a stent stuck in it. Media inspection showed costumer attached a picture of the device, and it is possible to observe that the guidewire was inside a stent, nevertheless no possible damages were observed to the guidewire. Visual and microscope inspection showed guidewire was returned stuck inside a stent. It was observed that the coil wire was unraveled, and the core wire at distal section and under microscope it was observed that the coil wire was unraveled, and the core wire was detached at transition section of the distal part. Outer diameter of distal tip, middle of the device, and proximal section are within specification. Boston scientific manufacturing processes include extensive inspections to ensure that all finished devices meet specifications.

Event description:
Reportable based on device analysis completed on 23-nov-2022. It was reported that difficulty tracking over wire was encountered. The patient presented with kidney stone. The stenosed target lesion was located in the non-calcified and non-tortuous kidney. A 035/145 amplatz super stiff guidewire was advanced for use. However, during the procedure, it did not allow the stent to pass over the wire. The device was removed and the procedure was completed with a non-bsc guidewire. No patient complications were reported. However, returned device analysis revealed that the core wire was detached.